Event description:
It has been reported that the catheter could not be undeflected when pulling out of the patient. Patient injury may occur if the catheter remains in the deflected position since medical intervention may be required to remove the catheter from the patient. No injury was reported for this event.